Event description:
The provider stated one of the wheels are locking up when coming down the ramp. The provider also stated the chair veers to one side and only happened on the ramp coming out of the transport van which is 7 inches off the ground and 45 inches long.